Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a defective battery. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered, as it was discovered during preventative maintenance (pm). A response was received to request for further information, and it was confirmed that the battery was a philips supplied battery. The v60 device was stored in a warehouse for a long time, therefore the battery was not good anymore and could not be charged. The battery will be replaced, and the required performance verification tests will be performed on the v60 ventilator per philips standards and put back into storage for future use.